Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. A supplemental report will be filed if the information is received.

Event description:
It was reported that during insertion for a pulse field ablation (pfa) procedure, a faradrive steerable sheath was selected for use. It was noted that when physician proceeded with insertion of the catheter and then when catheter tip became visible through the transparent shaft of the sheath, aspiration was performed. At that point, a significant number of air bubbles were observed. A second aspiration attempt was done using a 20 ml syringe; however, a large amount of air bubbles was still present. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. Post procedure the sheath was tested outside the patient showing no air bubbles when aspirated alone but when catheter inserted and aspirated, multiple air bubbles were consistently observed. In the physician's opinion, there is a strong suspicion that the sheath had a faulty valve, allowing air ingress when the catheter was inserted.